Manufacturer narrative:
(B)(4). Date sent: 12/07/2020. F10/h6: component code g07.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2020 d4: batch # t5f21y product complaint device was received for additional testing to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.

Manufacturer narrative:
(B)(4). Batch # t5f21y. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with no reload present. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. However, the staple line at the distal end showed that seven staples were malformed when fired on the blue height selector position. The device performed without any difficulties noted and no cartridge was returned for analysis. No conclusion could be reached as to what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the cartridge locked and the device could not be fired. There were no patient consequences. No additional information is available at this time.